Event description:
It was reported that, "patient's husband called to report that the pt is experiencing redness, swelling and pain since the surgery. Surgeon can not determine the problem. Had a sympathetic nerve block to relieve the pain, and it helped for a few days but symptoms persist and worsened. Knee started bleeding internally and had to drain 100cc of blood out from it. Patient can not walk on it but, no infection present".

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.